Event description:
Right hip revision. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00254, 1038671-2017-00255 and 1038671-2017-00257.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Manufacturer narrative:
Index surgery: (B)(6) 2013. Revision of hip components due to pain and dislocation. The adverse event form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Event description:
Index surgery: (B)(6) 2013. Revision of hip components due to pain and dislocation. The adverse event form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities.